Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a tomo-fix tibia plate broke post-operatively. No other information was available at the time of this report. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: initially reported as (B)(4) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the tomofix plate broke through the first proximal combination plate hole. The investigations included the inspection of the manufacturer documents, technical drawing and the raw-material inspection sheet of the supplier. The proximal fracture surfaces of the implant were investigated by scanning electron microscopy (sem). The golden anodized tomofix plate is made of pure titanium. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier show no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the tomofix plate is in compliance with the international standards iso 5832-2 and astm f67 for surgical implants made of pure titanium. The dimensions of the investigated tomofix plate (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the plate is 15.95 mm and the thickness is 2.98 mm. In the area of the fracture site are discolorations / abrasions of the oxide layer visible. This effect was very pronounced on the lower side of the plate. When examining the proximal fracture surfaces (part a and b) of the tomofix plate using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing slight destructions of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed mainly structural breakage appearance (crystallographic oriented fatigue fracture). Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low and moderate dynamic bending loads (one sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the tomofix plate. The implant could not resist the applied force which finally led to the material overload and fatigue failure. Postoperative activities of the patient may have played a certain role, too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial reporter phone: (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.